Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The last mentioned did not perform the proper drainage function when compressed as indicated by its intrusive and indicated change of this. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, did the same event occurr in two separate patient procedures? A: the same procedure in the pacient. The event description mentioned the issue occurred with the blake drain, but product being reported was the jvac reservoir. Can you please clarify which component presented the quality issue? A: the problem was with jvac revaervoir is more possible for drove of device. If the quality issue was in regards to the blake drain involved, please provide corresponding product code and lot number. A: dont problem with the drain just the jvac. How was the case resolved? A: yes sure, only change the device. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. A: the client don¿t have the device. Please provide the source or name and title of external person providing answers to follow-up the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.